Manufacturer narrative:
H3: one device was received for evaluation. It was reported that pump failed occlusion test / housing damaged. Complaint confirmed by checking the alarm history. It is verified that the travel reverse error is found in the alarm history. The device is repaired by replacing the left, and right clutch, worm gear, worm coupling, and motor. Replaced the top case, bottom case, and right plunger case because they are cracked. The pump is calibrated and greased and reset to standard configuration. The main cause of the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device had a pump failed occlusion test / housing damaged. There was no patient involvement. The product fault occurred during testing.